Event description:
A fire spontaneously combusted in the pt's left knee approx 5" in height during total knee replacement surgery. The physician was using biomet palacos cement and richards ceramic implants. The fire was extinguished with a wet lap sponge. During the surgery, a bovie was used; however, at the time of the fire ignition, the bovie was well out of the reach of the field and not being used. The surgeon flexed the knee to check for alignment of the patellar component. Tapped the component for security, extended the knee, turned to the scrub, and turned back to the field, and the site was on fire. All this happened within a second or two. There was no indication that the pt was burned or injured.